Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 601 mg/dl (hi), and then 76 mg/dl. Tests were done within 10 minutes with a difference of 137%. Pt did not experience any adverse events. No further info has been reported. Note: customer did report that they took their medication for diabetes following the bg result of "hi".